Event description:
(B)(6), home health nurse, reported pump malfunction. Pump kept saying downward occlusion error message and rph provided brittany with multiple strategies/solutions from pump manual to try and fix occlusion message and nothing worked. Brittany stated she had already turned pump off/on, replaced batteries, and changed the tubing. Infusion was never started but medication was already mixed and diluted. Naglazyme indication: hurler-scheie syndrome. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if patient missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.